Event description:
Needle only comes out when outside the patient, not when inside the patient.======================manufacturer response for injection needle, click-tip (per site reporter).======================will send shipping materials.